Event description:
On (B)(6) 2012, it was reported that the pt thinks his infusion device delivers too low an amount of insulin. On 09/24/2012, the pt experienced elevated blood glucose levels and after making corrections with the infusion device his blood glucose levels continued to rise. His blood glucose levels ranged from 139 to 394 mg/dl on that day. The pt made corrections via insulin injection when the boluses he programmed with the infusion device failed to lower his blood glucose levels. On (B)(6) 2012, the issue continued; the pt did not utilize insulin injections on this day and only relied on the infusion device. His blood glucose levels were elevated as high as 342 mg/dl. The pt changed his infusion set and detected blood in the infusion tubing. While disconnected from his body he programmed a bolus of 5.0 units of insulin. He stated that he could see insulin being delivered, but he did not think it was 5.0 units of insulin. The pt then programmed the infusion device to deliver 6.0 units of insulin and he stated that the device failed to perform that delivery.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The inductor of the backlight is broken and the coil is loosened due to high mechanical forces. Without this coil the backlight cannot function. The problem mentioned by the customer could not be reproduced.